Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The electrode extruded partially out of the skin wound.

Event description:
The electrode extruded partially out of the skin wound. Since the user pulled it completely out of the skin, decision for re-implantation was made. The user was re-implanted.

Manufacturer narrative:
Additional information: according to the information received from the field the electrode extruded through the skin and the recipient pulled it completely out of the skin. The concerned device was explanted but has not been received for investigation yet.